Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "one implant is leaking."

Event description:
Healthcare professional reported left side "confirm if patient has silicone or saline", "recall". Healthcare professional later reported "pain" and "one implant is leaking." The device remains implanted.